Event description:
Complaint alleges that patient was undergoing a gastric bypass surgery and a mechanical stapler used to close a surgical wound. Staples were ejected from the stapler without control of the operator. The procedure was converted into an open one to remove staples and was finished by hand suturing.